Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams apogee vaginal vault prolapse repair system to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries" and "severe emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.